Event description:
The enterprise stent (enf452812/01427243) was blocked in the select plus 150/5 cm 45 shape microcatheter (606s255fx/15173091). No damages were noticed on the microcatheter that may have contributed to the event and a constant and dedicated saline source was utilized at all times. After removal from the patient, other than the reported event, were any other damages noticed on any of the devices (delivery system- fractures, separated, kinks, bends, etc, distal tip -unraveled, stretched, kinks, bends, fractures, etc, stent-fracture, separated, uplifted stent struts, kink, bend, etc), and the stent remained attached to the delivery system.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00415 and 1058196-2011-00416. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The enterprise stent (enf452812/01427243) was blocked in the select plus 150/5 cm 45 shape microcatheter (606s255fx/15173091). No damages were noticed on the microcatheter that may have contributed to the event and a constant and dedicated saline source was utilized at all times. After removal from the patient, other than the reported event, were any other damages noticed on any of the devices (delivery system- fractures, separated, kinks, bends, etc, distal tip -unraveled, stretched, kinks, bends, fractures, etc, stent-fracture, separated, uplifted stent struts, kink, bend, etc, and the stent remained attached to the delivery system. A non-sterile prowler select plus microcatheter (mc) was received coiled inside of a plastic bag. The mc was inspected and no damages were noted. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. A cordis lab sample guidewire 0.018'' was introduced from the proximal end and it was able to go through the mc; then the returned concomitant enterprise delivery wire, received without the stent, was inserted in the mc and it was able to pass through the mc without any resistance/friction. The ID from the mc was measured and was found within specification. During the final assembly of this lot 15173091 no units were rejected and no nonconformance was found; however, the cath assy select, lot 15172149 was reviewed and revealed anomalies during the manufacturing and inspection processes. It was noted that during the manufacturing of this lot a pths 23153 was generated for exceed the limits of ppms for the defect tight ID. The DHR review confirmed that the rejected units were properly segregated and discarded. Additionally as noted, the ID of the returned mc was within specification. The reported inability to insert the returned enterprise delivery wire through the returned mc was not confirmed. Functional testing with the returned enterprise delivery wire was successfully and the dimensional analysis found the mc met ID specifications. Without the return of the enterprise stent, the cause of the reported event could not be conclusively determined. The returned delivery wire did not present with any damages and neither the DHR or product analysis suggests it was manufacturing related. The analysis of the returned concomitant devices suggests that procedural factors may have contributed with no indication of any device manufacturing issues. Additionally inspections are in place to prevent devices with this type of failure from leaving the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00415 and 1058196-2011-00416.